Event description:
It was reported that pump displayed malfunction alarm with code that could be reset and there were no notable events before issue occurred. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without it recurring, was advised to continue using pump, and was instructed to call back if malfunction appeared again, which customer understood.